Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a transfusion, the blood tubing spike separated from the filter. The tubing clamp was closed so no blood product was wasted. There was no patient harm.

Manufacturer narrative:
Correction on initial report: (the reportable awareness date (B)(6) 2017).

Event description:
The customer reported that the blood tubing spike separated from the filter. The roller clamp was closed, therefore no leak occurred.